Manufacturer narrative:
The reported event was confirmed during the review of the patient data. The patient rewarming slowed down; however, a root cause could not be determined. On site evaluation of the thermogard xp ivtm console (sn (B)(4)) found no device deficiency was observed. Visual inspection of the console found no physical damage. The console was functionally tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Review of the event log retrieved from console found no issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on 19 nov 2010.

Event description:
It was reported that the thermogard console (sn (B)(4)) failed to rewarm the patient after induced hypothermia. The patient temperature did not elevate higher than 34 degree celsius after several hours of rewarming therapy, the target patient temperature was at 36 degree celsius. It was further reported that the rewarming treatment was completed with conventional rewarming. The length of time normothermia was achieved by the patient was not specified. No known patient impact or consequence was reported. A secondary temperature probe was not used. No further information was provided.